Manufacturer narrative:
Fill estimate: no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times. Also, it was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.